Manufacturer narrative:
Following a review of the data logs, it was found that there had been an error during treatment and the treatment workstation had shut down. Upon restarting treatment, the pt's treatment was continued and completed for the day. Users did not notice until days later, when they were warned that the total dose limit would be exceeded if they treated the last fraction. In looking at rt chart history, they discovered that a field for the pt had been recorded as being treated twice at full mu (monitor units). If the (B)(4) application crashes during a multi-field split cartridge imrt treatment delivery, an error condition in updating the pt's session info in the cache may occur, and the field(s) and/or subfields can be delivered again without warning to the user. The result would be a treatment delivery with higher than intended dose to the target volume and possible increased dose to normal tissues and critical structures. The dose uniformity within the target volume would also be affected by the duplicate delivery of the beam(s). Unintended dose in this range would be unlikely to lead to serious harm and would be expected to be detected during the treatment session or by weekly chart check. A customer technical bulletin will be sent to affected customers to provide clarification and further instructions regarding this issue. No follow-up reports are anticipated.

Event description:
The customer reported that after the session was completed, (B)(4) crashed while saving the info. When the user checked the history info in rt chart, it was noticed that in the 22nd fraction, a field (field 5) had been treated twice. The last fraction for this pt's plan exceeded a total dose limit. There was no report of serious injury to the pt and no further pt condition data was provided.